Manufacturer narrative:
Initial reporter: international phone number (b)o( 6). Device was returned for evaluation. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. The returned blade assemblies were evaluated for shedding (seizing, broken, non-operative). The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative). (B)(4).

Event description:
It was observed that during a subacromial decompression procedure using boxed syn, bl 4.5mm, series 3000 the device was shedding in the joint. It is unknown if debris was left in the joint. There was a procedural delay of 5 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.